Manufacturer narrative:
Physio-control further examined the removed third party usb data cable and determined that the cause of the reported issue was that the +12 volt line was shorted out at the strain relief of the usb converter. While testing the cable when the short was observed it prevented a test device from powering on and/or caused the device to power off by itself if it was already powered on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that a third party usb data cable that was plugged into the physio-control device caused the device to not boot up completely. After replacing the faulty usb cable physio-control observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not boot up completely. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient use associated with the reported event.